Event description:
It was reported that the patient was hospitalized due to an infection on the right thigh event on (B)(6) 2026 and underwent multiple surgeries during the hospitalization. The patient was admitted to the hospital on (B)(6) 2026 and discharged on (B)(6) 2026.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.